Event description:
It was reported that patient had right knee revision due to staph infection. Patient underwent irrigation and debridement and a poly exchange.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Medical review: regarding the referenced pi¿s, this case represents a male patient whose date of birth is (B)(6) and who is described as (B)(6) centimeters tall, weighing (B)(6) kilograms. On (B)(6) 2014 a consultation noted a past medical history of a left total knee arthroplasty on (B)(6) 2013, which was a cemented triathlon, as ¿doing remarkably well¿. A right total knee arthroplasty was done on (B)(6) 2013, which utilized a triathlon #5 baseplate, a #5 cr right femur, a #5/9 cs insert, and a 35mm asymmetric patella. He subsequently developed a right staph infection. An incision and drainage and poly exchange was performed on (B)(6) 2013, and intravenous antibiotics were utilized via a PICC line for six weeks. The patient noted persistent right knee pain and bilateral hip discomfort. Range of motion was noted on the right to be from 10° to 75° with diffuse swelling and a small effusion. X-ray on the right was described as ¿some lysis or loosening ¿ posterior femoral condyles ¿ patella ¿ compared to left with pristine interfaces.¿ the impression was an infection with chronic osteomyelitis of the right total knee arthroplasty. On (B)(6) 2014 an office visit with pre-operative evaluation was performed. The event description states, ¿¿ surgeon removed tka, reimplanted femur and tibia after autoclaving and antibiotic spacer ¿ infection with chronic osteomyelitis¿. X-ray copies available for review include an undated ap of both knees, a patellar view of the right, and a lateral of the right knee for which the lateral x-ray is dated (B)(6) 2014. These x-rays demonstrate bilateral cemented total knee arthroplasties. The ap of both knees are essentially nominal in appearance and the patella of the right knee is nominal. The lateral of the right demonstrates radiolucencies under the anterior distal and posterior femoral component and around the tibial keel. No revision operative reports from (B)(6) 2013 or (B)(6) 2014 are available for review. There is no examination of the explanted components. There is no evidence that factors of faulty prosthetic component design, manufacturing, or materials were responsible for the periprosthetic infection in this case.

Event description:
It was reported that patient had right knee revision due to staph infection. Patient underwent irrigation and debridement and a poly exchange.